Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed.

Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Upon cancelling the treatment the pt detected some drops of fluid inside the cassette area. Pt states no ill effects and one dose of antibiotics administered as a precaution. Effluent has remained clear. There is no sample available for eval.